Event description:
Meter read "8" at least 3 times in a window of time which is outside the reading range of the blood glucose device. No treatment or actions were taken based on the alleged result. A request was made for the return of the suspect device and replacement product was sent.